Event description:
Patient participated in a (B)(4) of 1 or 2 consecutive level fusions between l2 and s1 using either autograft alone or dbx demineralized bone matrix putty with autograft. All pts received posterior fixation with either uss or click'x systems. Preoperative diagnosis was disk failure or prolapse. Pt was implanted with click-x for supplemental fixation. Pt had been experiencing pain for 10 months. Surgery date was (B)(6) 2003 and postoperatively pt experienced pain, requiring physical or occupational therapy. This complaint is on the locking cap. This complaint is 8 of 14 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.